Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using an unspecified bd vacutainer® blood collection tubes are not filling all the way, thus resulting in low draw volume. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are not filling all the way during IV draws thus resulting in low draw volume. Customer requests assistance with training their staff as they encounter issue with underfilling."

Event description:
It was reported when using an unspecified bd vacutainer® blood collection tubes are not filling all the way, thus resulting in low draw volume. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are not filling all the way during IV draws thus resulting in low draw volume. Customer requests assistance with training their staff as they encounter issue with underfilling."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.